Manufacturer narrative:
Soft cannula was in the undeployed state when the device was received. The device showed no evidence of damage or manufacturing deficiencies that would cause the cannula to be dislodged as it had not been deployed. The data showed that the device ran zero pulses and was in pod state 1, which indicates the pod was not activated. The adhesive pad was observed to be not separated nor detached from the device. The adhesive pad was further inspected, and no abnormalities were found. During investigation, all three batteries were found to have insufficient voltage. The shelf mode current was measured and found to be high and out of specification, and was determined to be the cause of the low battery voltage, which in turn resulted in the device not activating.

Event description:
It was reported the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod for less than 1 hour. The pod reportedly tearing away from adhesive backing from the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.